Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: trial heads are getting old and getting gouged. / / investigation method: the instruments associated with this report were not returned. A complaint database search against the product/lot combinations could not be performed as the lot numbers were not known. The lot numbers required to determine manufacturing age were not known. With no more information and no instruments, a root cause cannot be determined. / / investigation summary: (B)(6) reports trial heads are getting old and getting gouged. The instruments associated with this report were not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.